Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had high thresholds, high impedance, and low r-waves. Lead fracture was suspected. The lead was removed and infiltration of blood was observed on the tip and along the lead. It was also noted that the helix mechanism did not work properly. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Blood was observed on the sleeve head of the lead. Blood was observed on the shaft seal of the lead. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended and bent. It is likely that the helix bent contributed to the helix¿s inability retract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.